Event description:
Reporter stated the customer experienced an infection while using the infusion sets, which required antibiotics for treatment. Her skin became red and had a bump that would not clear on its own. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.